Event description:
Information received by medtronic indicated that the insulin pump dropped and smashed into pieces. Customer stated that the insulin pump had broken belt clip and battery cap was lost. Customer also mentioned that the insulin pump had crack on the top and on the back. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Software version = unknown. Retainer ring = black. Case type = ngp. On (B)(6) 2022, the customer alleged was for cosmetic damage located at the belt clip. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test, and self-test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. Physical damage was observed on the j7 on electrical board test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, end cap broken off, cracked case (battery tube), pillowing keypad overlay, and faded serial number label damage. Blank display was confirmed during analysis due to physical damage on the j7 on electrical board. Cosmetic damage at the belt clip was not confirmed, however, other cosmetic damage was noted. Moisture damage was confirmed on the force sensor and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.